Event description:
The patient presented to the clinic with continuous chest pains. Interrogation of the device showed complete loss of capture even with max output. A chest x-ray confirmed pericardial effusion and extracardiac location of lead tip. The lead was repositioned. Acceptable thresholds was obtained with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported late.